Manufacturer narrative:
The peritonitis occurred on an unspecified date in (B)(6) 2022. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event, treatment and action taken with pd therapy were not reported. The patient was hospitalized for the event. At the time of this report, the patient remained hospitalized and has not recovered from the event. The reporter decline declined to provide additional information.